Manufacturer narrative:
System was used for treatment. A batch record review was performed for lot d309. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break nor for alarm #7: blood leak? (Centrifuge chamber). A corrective and preventive action has been initiated to investigate complaint category drive tube leak/break and is ongoing. (B)(4): service engineer replaced bowl holder assembly per stiffness on rotation that likely caused drive tube break and performed system checkout test successfully. No further action required, complaint issue was resolved by service. The assessment is based on information available at the time of the investigation. The evaluation of the photos provided by the reporter is still in progress. A supplemental report will be filed when the investigation is complete. (B)(4).

Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed the reported leak from the drive tube. Further evaluation of the photographs shows that the lower bearing stop had drawn through the lower bearing retainer. This indicates that the lower bearing stop has delaminated from the drive tube. The bearing stop delamination allowed the drive tube to rub against the lower drive tube clamp, damaging the drive tube and causing a leak. A corrective and preventive action has been initiated to further investigate bearing stop delamination. (B)(4): device not returned - photos provided.

Event description:
Customer called to report a blood leak in the centrifuge chamber at 1100 ml wbp of a blood prime treatment. Patient was connected to instrument at the time of the leak but the extracorporeal circuit was primed with donor prbcs; operator estimates patient blood loss was minimal. Operator reports she initially heard a loud noise, then got a blood leak centrifuge alarm. She aborted the treatment at that point and cleaned up the centrifuge. Operator notes that the drive tube at the lower bearing clip looked "mangled" as well as cracked or broken where the drive tube is installed into the drive tube assembly. The bowl did not break. Operator does not think that the leak detector strip was damaged. (B)(4). The customer has elected not to return the kit for investigation but will send photos of the damaged kit.